Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device all the sudden stopped not working, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was added that the previous ipp was implanted for 9 years. This surgery went well with no issues. Should additional information be received a supplemental report will be submitted.